Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a leak was found on the biopsy channel. The probe unit rubber contained a deep cut. When inspecting the channel, a puncture/hole was found. The image was observed with one broken element and all the switches had no function. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the channel was clogged and did not allow instruments to come out of the distal end on a gastrovideoscope. There was no patient harm or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the ultrasonic acoustic lens was peeled off due to external force applied during transportation, storage, use, cleaning, etc., by hitting or rubbing the relevant parts. The instructions for use include statements that can prevent this event: "important information ¿ please read before use: warning do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Per the legal manufacturer, the other device defects included in the initial MDR (clogged channel, leaking, broken elements, and damaged switches), have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.